Manufacturer narrative:
B3 unknown. E1: (B)(6). One device was received for evaluation. Visual inspection found the device to be in used condition. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that improper handling of the device was the root cause. The keypad was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device keypad was not working properly. The event occurred during testing, there was no patient involvement.